Event description:
In 2009, the patient reported that the up button of her infusion device no longer responds to presses. She stated that the issue is intermittent; she must press the button very hard to make it respond. As a result she has experienced elevated blood glucose in the 200 mg/dl range for the past month because she has not been "paying attention to the bolus confirmations." She stated that she continued to bolus for elevated blood glucose and eventually realized the button was not responding. Her normal blood glucose level is 150 mg/dl. She stated that the infusion device has not been dropped or exposed to water. She switched to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.